Event description:
It was reported that the device experienced an electrical reset and was pacing at vvi 65. It was noted that this had happened previously. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).